Event description:
Procedure: low anterior resection. According to the rptr: the staples did not form properly. The surgeon changed to another cartridge and completed the operation successfully. Surgery time was extended more than 30 minutes.